Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 5 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.